Event description:
A malfunction was reported involving the pump, with the customer experiencing malfunction 12. The impact on the customer¿s blood glucose level was not reported, as they declined to answer. Technical support arranged for a pump replacement and instructed the customer to set the pump into storage mode before returning it. The customer acknowledged the instructions and planned to consult a healthcare professional for backup insulin therapy options.